Event description:
The patient experienced increased baseline pain and never had therapeutic effect from her implanted device. She stated that she had back pain and was unable to have a bowel movement. The patient stated that she went to the ER with high blood pressures of 190/115. The patient had taken dilaudid 4mg orally and a "blood pressure pill." She has a "micro valve prolapse with 3 leakages." The patient stated that the ER physician told her that the medication in her pump was "not working." The patient was referred to another pain management hcp. The patient was discharged from the ER and her blood pressure was 166/100. The patient felt that her pain was from the catheter and was concerned that something was wrong with the catheter. An MRI was done and was "clear"; the pump was functioning as it should. An x-ray showed that "her tubing is set in properly." The patient wanted information about removing the pump. The patient later stated that she experienced more pain after a bowel movement. The patient had an appointment with her physician to discuss treatment options and possible explant.

Manufacturer narrative:
(B)(4) -(constipation).